Event description:
It was reported that the healthcare provider (hcp) was unable to aspirate cerebrospinal fluid (csf) during a dye study. The event occurred post-operatively. The patient was admitted to the emergency room (ER). Hospitalization was required. Reprogramming was required. The patient experienced an altered mental status. The device system contained baclofen. Additional information was requested but was not available at the time of this report.

Event description:
Additional information: lack of efficacy of baclofen pump was reported. They were unable to aspirate the reservoir during a pump-dye study test. Injection of the contrast dye was not visualized and therefore a possibly occluded catheter was stated. No further tests were done and no interventions done in regards to the catheter; they were not to explant the pump. Patient was stated to be ¿ok¿ and on oral baclofen.

Event description:
It was later reported that the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information: the attorney alleges that initially the pump functioned for the patient and then it ceased functioning. Even after dose increases, the patient's symptoms were still consistent with not receiving enough baclofen. In (B)(6) 2013, an x-ray examination and dye test were ordered. A catheter issue was suspected. On (B)(6) 2014, the x-ray examination was done and did not show any issues with the pump. On (B)(6) 2014, a dye test was done. During the procedure, the physician was unsuccessful when he attempted twice to remove the baclofen from the catheter. The physician continued with the dye test. The examination concluded that "an abandoned catheter was present" and that "pump malfunction most likely occurred." The patient was observed at the facility for 60 minutes and then was discharged. At 3:15pm, personnel from the physician's office took the patient to the car. On the way home, the patient's wife noticed that the patient was not responding normally. He had become blurry-eyed, but still responsive. She turned to look at him during a stop and noticed that he was "drooling from the mouth, his face drooping, his right arm dropping, and experiencing a seizure." The patient's wife took him to the nearest hospital. The hospital called the facility that had done the dye study and was told that the patient had likely received 400 mg of baclofen from the catheter that did not flush prior to the contrast dye test. The patient spent 4 days at the hospital. The patient "almost passed away twice" and was extremely combative at times. His combativeness led to sedation. Other times during his hospital stay, the patient seemed very confused and weak. On two separate occasions the patient was intubated and received assistance for breathing using a ventilator. A full day into the hospital stay, the doctors began noticing a positive change in the patient's mental state and instruction-following. The doctors that observed the patient during his stay commented that his condition was the result of a baclofen overdose from the dye test. The patient was discharged on (B)(6) 2014. As a result of the event, the patient experienced pain and suffering. The patient had not been the same. Before the dye test, the patient used to perform wood-work as a hobby and could walk without assistance of a cane, walker, or other individuals on most days. Since the dye study, he had to have constant assistance to walk by using a cane while walking outside and using a walker in his home. The patient needed assistance to even use the restroom. The patient also could not perform his hobby of wood-working. He had no recollection of the events of (B)(6) 2014 or the 4 days, he spent at the hospital. Because of the event, the patient no longer took any dosage of baclofen for his symptoms. The pump was filled with saline and later removed.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via an attorney/legal representative in regards to the previously reported events. It was noted that the patient's pump system was being used in the manner it was intended, until it was alleged that the system ceased functioning. The patient's device system was implanted due to the patient's recurrent back pain due to neurological and other physical conditions causing spasticity and intense pain. Because the patient was allergic to morphine and other opiates, the patient was referred to a neurologist who prescribed oral baclofen to alleviate the pain and spasticity. The oral baclofen allegedly did not yield significant positive results, so the patient was implanted with an intrathecal baclofen pump. During 2012 to 2013, the pump was maintained and monitored. Within 6 months, the pump stopped helping and the patient's condition deteriorated. As a result, the patient's catheter was replaced on (B)(6) 2012. Following the surgery, the patient began to experience shortness of breath. After testing and observation, the catheter appeared to be functioning incorrectly. Another surgery was scheduled for (B)(6) 2013. In the following months, the patient allegedly received little to no relief of symptoms and experienced further shortness of breath and increased pain. It was decided that a pain management specialist would be required. From (B)(6) 2013 to (B)(6) 2014, the patient was seen for pain management and it was determined that the pump was allegedly not functioning properly. In late 2013, a test was performed where they injected a large dose of baclofen directly into the pump. Following the procedure, the patient's condition failed to improve. On (B)(6) 2014, a cat scan and an MRI contrast dye was administered. At the time of the procedure and after reviewing the MRI results, it was allegedly confirmed that the device had malfunctioned. As a result, any remaining baclofen was evacuated into the patient's body. After the procedure on (B)(6) 2014, the patient's wife noticed that the patient was responding abnormally during the drive home from the appointment (as previously reported). The patient became blurry-eyed and withdrawn. It was then noticed that the patient was drooling from the mouth, his face was drooping, right arm was dropping, and apparently experienced a seizure. The patient was taken to the hospital where the patient's wife was told that the patient likely received 400 mg of baclofen from the catheter that did not flush prior to the contract dye study. The patient spent the next for days in the intensive care unit at the hospital and had needed to be revived twice when his heart stopped. On two occasions, the patient received assistance for breathing using a ventilator. Allegedly, the physicians who observed the patient in the hospital thought that the patient's condition was the result of a baclofen overdose. The patient was discharged on (B)(6) 2014. Following the event, the patient continued to experience significant physical pain, personality changes, significant memory impairment, lethargy, and loss of physical control of his body. The patient required assistance to perform basic needs. Additionally, the attorney alleged that the patient suffered permanent loss in quality of life including but not limited to physical pain, loss of mental faculties, mental anguish, and disfigurement. The patient also suffered mental distress and suffered permanent impairment of the use and function of his affected lower extremities.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).